Event description:
It was reported to ge that the column moved without operator command. No injury was reported and the motion stopped when the x-ray tube cover struck a part of the table. The emergency stop switch was not used. A new circuit board was installed.